Manufacturer narrative:
The device history record (DHR) indicates that there were no defects found in 625 visual and 360 physical samples inspected from the lot. There were no non conformance reports (ncr)¿s issued against this lot. There were 29 (unused, unopened) samples returned from lot 624341. A 6m analysis was conducted and the most likely root cause is a dimensional variation in the syringe luer tip used. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are gaged for iso luer compliance and inspected for proper attachment. The lot met all defined acceptance requirements and was released. No corrective action is required for this complaint because the exact root cause could not be determined based on the information available and there was no indication of a systemic issue with the process. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the covidien needles don't lock into the 16-s3c syringes.